Manufacturer narrative:
H4: the device was manufactured from april 29, 2021 - april 30, 2021. H10: the device was received for evaluation containing approximately 61ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. After the luer cap was removed, evidence of continuous flow was visually observed at the distal luer. A functional flow rate test was performed and the flow rate was found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Initial reporter postal code: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor did not flow. This issue was discovered during preparation. The device was filled with 48ml of 5-fluoruracil and 68 ml of glucose 5%. There was no patient involvement. No additional information is available.